Event description:
Inbound, while filling the cassette, mom noticed the top of the cassette is warped and not attached to the body of the hard plastic cassette. No further details provided. Cadd 100ml, cassette lot #3656172. Is the product compounded? No; is the product over-the-counter? No.